Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 09/16/2025 04:04:00 after more than 7 days at 9.08 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/06/2025 12:04:00 after more than 7 days at 11.1 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test, self-test, and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Battery was removed and reinserted after some time and no pump error 23 was noted. Additionally, no additional unexpected alarms were noted in adapt. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Pump was cut open to perform visual inspection, and moisture damage was found on motor force sensor gold traces. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customers allegations of unexpected battery power loss were not confirmed. Based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Additionally, customer's alleged pump error 23 was not confirmed when no unexpected pump error 23 alarms or anomalies were noted during testing. However, moisture damage was found on electronic assembly. Isolate to electronic assembly. Additionally, customer's alleged cracked case battery compartment was confirmed when cracked case (battery tube) was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a power loss alarm, pump error 23 (post-reset ram crc alarm). The customer also noticed a crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for a power loss alarm. The customer had received multiple alarms while the battery was out of the pump for less than 10 minutes. The customer was advised to leave the current battery in the pump for 1 hour and to call back with a new battery to continue troubleshooting. Troubleshooting was performed for pump error 23. The customer was able to clear the error and complete the rewind process. The pump had recently been stored without a battery for more than 8 hours, or the error occurred immediately after a battery change. Troubleshooting was performed for cosmetic damage. The customer noticed crack at the battery tube side case. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.